Event description:
During service and repair pre-testing it was observed that the motor device had "high temperature". The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During service and repair pre-testing it was observed that the motor device had "high temperature". Reliability engineering evaluated the device and confirmed the reported condition found in pre-repair. This was due to improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.